Event description:
Physician reported performing a 360 degree canaloplasty followed by a 180 degree trabeculotomy. Patient baseline iop report at around 25 mmhg. Post procedure week 1-2 iop decreased to 7-10 mmhg, then at follow-up week 3-4 a spike in iop greater than baseline was observed. The physician placed the patient back on steroid drops, but pressure remained higher than baseline (approximately 30-40 mmhg). The physician performed an additional 180 degree trabeculotomy. Following additional procedure, iop decreased.